Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The sample was not returned for evaluation as it remains in the patient. Based on the information received, the results are inconclusive and the root cause of the event is unknown. This application represents an off-label use. The fluency tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures and has never been tested for an application as described in this case. The IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.

Event description:
It was reported that after an angioplasty was performed for an occluded right iliac vein, there was a dissection. A metal stent graft was placed and then a eptfe covered stent graft was used to cover the dissection. A 9f sheath, and guide wire were used for the procedure. The patient had two access sites, both the right and left femoral since an angioplasty was first performed. The physician did not have any difficulty advancing to the intended site. The patient was sent back to his room, and within a few hours the patient returned to the cath lab for bleeding. It was noted at that time there was a hole in the eptfe of the stent graft. The doctor implanted another stent graft to cover the area with the hole. The patient is doing fine at this time.